Event description:
As per report, "clave connector luer lock stuck after flushing port. Clave removed and replaced with a new clave". Manufacturer response for clave needleless connector, (brand not provided) (per site reporter) sales rep reported to manufacturer. ICU medical request additional information and product to be shipped back for follow-up.